Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of inability of a catheter to pass through the oversleeve was confirmed; however, the root cause was not identified. The product returned for evaluation was one distal segment of a 4 fr groshong nxt two-piece connector assembly. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated and the following observations were made which were consistent with mishandling of the distal connector or improper connector assembly: an attempt to insert a non-complainant 4fr groshong nxt clearvue catheter into the distal connector piece failed. The catheter would pass through the clear strain relief sleeve but would not pass through the bore of the distal connector the distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position no obvious evidence of attempted device use or handling was observed (e.g. Mechanical damage, biological residue) was observed during gross and microscopic inspection of the sample the advanced position of the compression sleeve prevented passage of the catheter; however, it could not be determined when/how the compression sleeve was manipulated. Consequently, this complaint is confirmed as ¿cause unknown' at this time. Known potential contributing factors include manipulation of the compression sleeve prior to catheter/connector assembly and assembly of the connector prior to insertion of the catheter. The product IFU contains instructions for proper product assembly which may help avoid this type of event. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was unable to pass through the oversleeve. The procedure was completed using another device. There was no reported patient injury. 12/07/2023 - the returned sample exhibited characteristics of mishandling of the distal connector or improper connector assembly.